Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report. The pt experienced feeling a bulge, complete detachment of novasilk mesh resulting in uterine descent and recurrent uterine and vaginal prolapse.

Event description:
As reported to coloplast though not verified, pt was implanted with novasilk mesh. Later the pt experienced feeling a bulge, complete detachment of novasilk mesh resulting in uterine descent and recurrent uterine and vaginal prolapse. No explant procedure was reported. Subsequent treatments and/or therapies were reported.